Event description:
It was reported the pt has been unable to charge her ipg for approx one yr. The physician decided to explant and replace the ipg. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.